Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the clip applier did not form closed clips around the tissue being clipped. The clips did not close. The device came from a lap chole kit. There was no consequence to the pt.